Event description:
The customer reported a leak from the green connector of the agilia infusion set. Per the customer no patient issues were reported for this event. A sample will not be returned and a batch number is not available for evaluation. The customer provided a picture of the incident for further evaluation. Since a sample is not available for evaluation a complete analysis could not be performed. The batch number is missing we were not able to check any retain samples or production documents. The received picture is not sharp enough and we were not able to confirm the leakage and its origin. Therefore, a root cause could not be determined.